Manufacturer narrative:
Investigation summary: bd had not received samples or photos for the investigation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier -separation/insufficient buffy coat were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier/insufficient buffy coat.) Because the defect was not evident in the testing of the retention lot samples. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for poor barrier/insufficient buffy coat. A root cause could not be determined.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was missing additive. The following information was provided by the initial reporter: the customer stated: "were there any erroneous results? No buffy coat layer appear. Are unused samples available to be sent in for investigation? No.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0352824. Medical device expiration date: 2021-12-31. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: 2020-12-17.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was missing additive. The following information was provided by the initial reporter: the customer stated: were there any erroneous results? No buffy coat layer appear. Are unused samples available to be sent in for investigation? No.